Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had cracks on it. She also reported her blood glucose has been high over 33 mmol/l, which she treated with a bolus. She felt fine so troubleshooting was performed. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer stated she will keep the reported the device until she received a new device. Currently the device is not being returned for analysis.